Event description:
It was reported that a handheld computer would not perform as intended as the screen would freeze. Add'l info was received through a company representative indicating the handheld would frequently freeze at the "interrogation successful screen" and a soft reset was well as removing the flashcard were performed which would temporarily resolve the frozen screen. A new handheld was sent to a physician and the reported handheld is to be returned to the manufacturer.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.